Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit went vent inop with watchdog timer failure. During a vent inop condition the unit stopped delivering breath/therapy to the patient. No patient harm reported.

Manufacturer narrative:
The fse confirmed the reported problem. The fse replaced the flow sensor assembly to resolve this issue.